Manufacturer narrative:
The insulin pump had unresponsive button then button error alarm due to corroded keypad trace. The displacement, basic occlusion, occlusion, prime and no delivery tests could not be performed due to keypad damage. No moisture damage found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding during a bolus attempt. Blood glucose value was 267 mg/dl. Customer stated the numbers or the scroll bar did not move with no input. Customer confirmed that the minutes did advance. During troubleshooting, the customer received a button error alarm. Blood glucose value was 304 mg/dl; treated with manual injection. The device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.